Event description:
During the initial implant procedure, maneuvering difficulties occurred and the leadless pacemaker (lp) and delivery catheter were removed from the body. At this time, the lp prematurely separated from the delivery catheter. A new delivery catheter was selected and the lp was successfully implanted. The patient was in stable condition.